Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. After pre-dilation, a 2.75x32mm promus element¿ stent was deployed in the target lesion. However, upon fluoroscopy, a proximal edge dissection was noted. A 2.5x20mm promus element¿ stent was then deployed to treat the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.